Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported the patient was revised due to the internal fixation on the greater trochanteric fracture displacing and becoming loose.

Manufacturer narrative:
Reported event was able to be confirmed via operative notes. Review of complaint history determined that no further action is required as no trends were identified. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Device history records were reviewed with no deviations or anomalies identified that would have contributed to the reported event. The product was not returned, therefore, the exact condition of the cable is unknown. This device is used for treatment. A product history search revealed no additional complaints against the related part and lot combination. Patient records were returned for review. Operative notes dated (B)(6) 2016 indicate that the patient underwent a right total hip arthroplasty and open reduction and internal fixation of the right greater trochanteric fracture. The hip components were implanted first and then the fracture was addressed. The limb was abducted 5 degrees on a mayo stand and the fracture was then reduced with a sharp bone book. Zimmer ready cables were passed about the sub trochanteric osteotomy previously performed. The cable was passed, tightened, crimped and cut to re-approximate the distal fragment. Next, competitor cables were positioned over the greater trochanter and sequentially tightened to maintain constant pressure over the fragment. When the fragment was rigidly fixed, the cables were then crimped and tensioners removed. Excellent stability was noted at this time. Operative notes dated (B)(6) 2016 indicated that the patient was being revised due to dislocation of the right total hip and failure of the internal fixation of the right greater trochanter fracture. Upon opening, the hip was copiously irrigated with multiple liters of antibiotic solution; no evidence of infection was identified at this time. The previously placed internal fixation of the trochanteric fracture was noted to have displaced and was loose. The wires were then cut and removed. A definitive root cause for the loosening of the cable cannot be determined with the information provided.